Manufacturer narrative:
(B)(4). G2 : foreign country: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument snapped in two when the surgeon was gauging the ligament tension after implanting the prostheses. There was no surgical delay. No foreign bodies were retained. The surgery was not completed with a second device. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2024-00247.